Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported power issue of the controller. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that their personal diabetes manager (pdm) has been turning off by itself. The patient had blood glucose levels of over 250 mg/dl.

Manufacturer narrative:
Investigation of the device confirmed the device's inability to hold charge. The cause of this issue could not be determined. Inspection of the device found no issues capable of causing the device to turn itself off. Poor battery performance could result in the device dying sooner than anticipated; however, the device was constantly being put to charge, and this constant charging would prevent the device from shutting itself off.